Event description:
Customer reported damage to pump housing near the usb port, affecting the pump's ability to charge and causing shutdowns. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to an alternative method of insulin therapy.